Manufacturer narrative:
The unknown pca howmedica poly and unknown pca howmedica femoral component were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "I have no details about patient or case other than what I listed above. I was not present for the revision and my only involvement was when asked if we could get components for an implant that was over 20 years old."